Event description:
The complainant reported the use of a cp pump to support a patient undergoing high-risk percutaneous coronary intervention. During support, the pump experienced on going placement signal not reliable alarm. The audio was disabled. Despite this, the pump remained operational throughout the procedure until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint and show 16 alarms ¿placement signal not reliable." The console was tested in danvers, but the issue was not reproduced. Analyzed data is consistent with defective optical bench or optical bench lamp assembly. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.